Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture for the third time, same patient. This report refers to the second screw fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zfx did not receive the item zfx09-zb-ce-hlgte, gentek® gold-tite® hexalobular screw, certain®, engaging for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). DHR could not be performed, as the lot number is not available. Zfx quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Complaint history review could not be performed for the reported lot number; therefore, the complaint history review was performed for the item zfx09-zb-ce-hlgte for similar events and 3 other complaints were identified in 2025. Review completed utilizing keywords: category as reported", product problem code: "dental: functional: fracture: screw. Based on the investigation the root cause cannot be determined since the product was not returned. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information or the product is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.